Event description:
It was reported the patient had 2 prior infections at the pump pocket when the pump was replaced. It was noted the patient was doing fine now.

Manufacturer narrative:
Product ID: 8709, serial# unknown, product type: catheter.